Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator was in backup vvi operation and could not be restored. The device was re- moved.